Event description:
Severe migraine headache [migraine], lost vision in left eye [blindness], upset stomach [abdominal discomfort], low blood sugar of 67mg/dl [blood glucose decreased], could not sleep at all last night [insomnia]. Case description: a spontaneous report received on 23-jun-2009 from a (B)(6) female patient with a history of osteoarthritis," cartilage gone out of left knee", migraine headaches, ruptured disc, and spinal fusion, (B)(6), who experienced a severe migraine, lost vision in her left eye, upset stomach, low blood sugar, and could not sleep at all last night after starting synvisc. The patient had no previous history of treatment with synvisc. She received one injection of synvisc into both knees on (B)(6) 2009. At 3am on (B)(6) 2009, the patient reported experiencing a severe migraine headache and lost vision in her left eye. She was treated in the emergency room with IV toradol. She was sent home with fiorinal (unknown dose), but stated that it upset her stomach and it was discontinued. Her migraine headache and lost vision resolved (date unknown), but the patient reported that the migraine recurred the following day. On (B)(6) 2009, the patient experienced a low blood sugar (67 mg/dl). She ate bread, peanut butter and 6 oz of milk, and the low blood sugar resolved. The patient stated that she was unable to sleep at all last night, but that it may have been due to the weather being hot and humid. At the time of this report, the events of migraine and upset stomach were ongoing. Synvisc was discontinued. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.